Event description:
Upon planned removal of PICC line, line found to be stuck and unable to be removed easily despite usual techniques for removal. Tpa administered and then line removed without incidence. Line saved and report filed due to incidence in the past with other patients.